Event description:
The event involved a plum set in which the customer reported that when the long and short connectors of chemotherapy connected to the bottom of the ntg set, it was discovered that in the tubing under the ntg set drip chamber, there was air in a whole section (IV infusion bottle). There was no patient involvement and no patient harm.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.